Manufacturer narrative:
(B)(6). (B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a depressed platelet of 15.0 10e9/l with no platelet flag processed on the cell-dyn ruby with a patient sample that tested cell-dyn sapphire immunoplt (cd61) of 103 k/ul. The account believes the platelet result of 103 k/ul to be correct for the patient. Additional sample testing was performed on both the cell-dyn ruby and cell-dyn sapphire showing platelet flagging. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for evaluation. The evaluation included review of submitted data, product historical data, and product labeling. A review of product historical data did not identify a product issue related to the incident. A review of the customer provided data showed there were suspect population (nwbc, rbc morph) and dispersional data flagging and further verification of results by the operator is recommended, per cell-dyn ruby operator's manual. The customer provided example specimen showed a very low mcv, making it difficult to separate plt from rbc. The separation becomes more difficult if the blood gets older (decay of rbcs). The algorithm is trying to find a minimum in the distribution, and the incorrect minimum was used; therefore, misclassified some of the plts as rbcs. The misclassification possibly occurred due to the pathology of the sample, in this case, plt clumps which may have interfered with sample processing. The cell-dyn ruby operator's manual provides information for flagging and interfering substances and conditions related to the customer event. Based on this evaluation, the cell-dyn ruby analyzer is performing as designed when presented with samples containing interfering substances and conditions. The customer issue was a sample - specific incident.